Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned nc trek dilatation catheter noted blood visible in the guide wire lumen, and contrast in the loosely folded balloon, consistent with preparation and use of the catheter in the patient anatomy. The middle of the balloon was twisted and the distal end of the balloon was bunched. The hypotube was separated 5.5 cm distal to the strain relief tubing. The fracture face was oval shaped and smashed, consistent with the reported information the hypotube was cut post procedure. There were multiple bends in the hypotube distal to the separation likely due to handling during packing for return analysis. The balloon catheter was returned advanced through the non-abbott 6 french guiding catheter. There was 19 cm of the distal end of the balloon catheter extending from the distal end of the guiding catheter. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the balloon, damage to the guiding catheter, or procedural technique. A .071 inch pin gauge was used to measure the inner diameter of the non-abbott guiding catheter. After an inflation luer was attached to the proximal end of the hypotube, an indeflator, filled with water was used to inflate the balloon to the rated burst pressure (rbp). After negative pressure was applied, the balloon deflated and the balloon catheter was removed from the guiding catheter with strong resistance noted at the balloon. The balloon refolded in a trifold; loosely folded. After the balloon catheter was advanced through a new 6 fr jl 3.5 guiding catheter, an indeflator, filled with water was used to inflate the balloon to rbp. After negative pressure was applied, the balloon deflated and the balloon catheter was removed from the guiding catheter with slight resistance noted at the balloon. The balloon refolded in a trifold; loosely folded. The same test was done with a 7fr shal2 and the balloon catheter was removed from the guiding catheter with strong resistance noted at the balloon. The balloon refolded in a trifold; loosely folded. In this case, as this is a high pressure balloon with a large diameter, the balloon profile is often not as small once the balloon has been inflated. Additionally, multiple and high pressure inflations can affect the refold properties of the balloon. As resistance was encountered during retraction, it would have contributed to the noted balloon bunching and twisting. Additionally, it is likely that the guiding catheter size selection may have contributed to the reported difficulty. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks during manufacture before release.

Event description:
It was reported that during a procedure of the heavily calcified, mildly tortuous, concentric de novo left main artery, the nc trek balloon catheter was used for post-dilatation of the deployed stent and there was no resistance noted during advancing of the balloon catheter. The balloon was dilated two times at rated burst pressure for 30 seconds without incident during the inflations. The nc trek balloon catheter did not rewrap and met resistance when attempting to withdraw the balloon catheter into the non-abbott guiding catheter; the balloon got caught with the guide catheter and could not be pulled into the guide catheter. The two devices were removed from the anatomy as a system. The guide catheter was to be reused in the procedure and the hub of the nc trek balloon catheter was cut off and the balloon catheter removed out of the guide catheter distally at the tip. The guide catheter was re-inserted to complete the procedure and intravascular ultrasound (ivus) was performed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.